Event description:
Account reported that patient had a decentered ablation with induced cylinder and that as a result the patient required a retreatment procedure (enhancement) post op. Patient history: pre-op manifest refraction on(B)(6) 2014: right eye +4.50 -0.50 x 040 bcva 20/20, left eye +3.50 -0.50 x 050 bcva 20/20. Patient ilasik treatment was (B)(6) 2014. Desired correction: right eye: +3.30 -0.56 x 101, left eye: +3.53 -0.67 x 051. Post op visit for (B)(6) 2015 bcva: right eye +0.25 -1.00 x 010 bcva 20/20, left eye 0.00 - 1.25 x 175 bcva 20/20. Patient had a conventional lasik enhancement in both eyes on (B)(6) 2015. Surgeon requested to have field service check out both systems, the wavescan and star excimer s4ir. This is 1 of 2 reports.

Manufacturer narrative:
Initial report had typographical errors in patient¿s right eye pre-op manifest refraction from (B)(6) 2014. The correct reading should be +3.25 -0.50 x 100 bcva 20/20.

Manufacturer narrative:
(B)(4). Application support manager discussed with surgeon that wavescan refraction sphere will be 0.50 diopter less when compared to manifest refraction sphere due to monochromatic aberrations unless patient is accommodating. Plastics dated (B)(6) 2015 were checked and found with no artifacts. Customer did not have plastic for (B)(6) 2014. Excimer laser was checked by field service engineer (fse) and found within specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.